Event description:
Info received indicates the brake is not working.

Manufacturer narrative:
The technician found the brake detent mechanism was broken. He replaced the brake detent to repair the bed.